Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported missing some steps because the retainers were lost and is experiencing pain level 6, excessive bleeding, believes to have gingivitis, broken tooth, discomfort, and loose tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.